Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) having a vt storm with intermittent sensing falling out on the vf events. Programming changes were made. It was noted the changes would not change any sensing of the record events, but the adjustment would help make the device reach max sensitivity faster for future events. The patient was stable before, during, and after the event.